Event description:
It was reported to philips the device stopped working after an field change order (fco). It is unknown if the device did have patient involvement at the time the issue was discovered however, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon further investigation, there was no malfunction for serial number (B)(6) the customer reported in error. Therefore, this complaint no longer meets reportability requirements.